Manufacturer narrative:
During angiography, a bx velocity hepacoat stent was found fractured into two pieces. Despite multiple attempts, it was not possible to obtain add'l info regarding the pt, procedure or product. The product was not available for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With this complete lack of info, it is not possible to determine what factors may have contributed to the event.

Event description:
During an angiogram, a fracture was noted on a hepacoat stent. The stent was fractured into two pieces. Attempts to obtain add'l info were made, but to date no info has been received.